Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a system impedance of 205 ohms. Device data showed an increasing impedance trend since implant. The patient reported having gained weight since implant, and x-rays showed the device in a suboptimal position, in a subcutaneous pocket, with a lot of adipose tissue between the device and the rib cage. Although it was suggested to revise the pocket, the doctor prefers to explant the entire system and implant a transvenous system. No adverse patient effects were reported. Additional information received indicates the physician changed their mind and decided to revise the pocket. The revision was successfully performed, and this s-ICD system remains in service. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a system impedance of 205 ohms. Device data showed an increasing impedance trend since implant. The patient reported having gained weight since implant, and x-rays showed the device in a suboptimal position, in a subcutaneous pocket, with a lot of adipose tissue between the device and the rib cage. Although it was suggested to revise the pocket, the doctor prefers to explant the entire system and implant a transvenous system. No adverse patient effects were reported. Additional information received indicates the physician changed their mind and decided to revise the pocket. The revision was successfully performed, and this s-ICD system remains in service. Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a system impedance of 205 ohms. Device data showed an increasing impedance trend since implant. The patient reported having gained weight since implant, and x-rays showed the device in a suboptimal position, in a subcutaneous pocket, with a lot of adipose tissue between the device and the rib cage. Although it was suggested to revise the pocket, the doctor prefers to explant the entire system and implant a transvenous system. No adverse patient effects were reported.